Event description:
It was reported that a user of the ilet with subcutaneous insulin via pen experienced elevated glucose readings over two days, with a manual glucometer value of 600 mg/dl, and the cause of the hyperglycemia was unclear. Symptoms included lightheadedness and blurred vision consistent with hyperglycemia. Outcomes included high glucose requiring troubleshooting and education, without hospitalization reported. Investigation included complaint intake, user troubleshooting, and review of available information; no device return or additional data were available. Investigation of this case revealed no identifiable device malfunction or component failure based on the information provided, and no device performance issue could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.